Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge dropped from 50% to 5% after being connected to a power source. Tandem technical support instructed the customer to charge the pump with a different wall adapter. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose level was 125 (mg/dl).